Event description:
It was reported that six days following an ion lung biopsy procedure, the patient was admitted due to acute hypoxic respiratory failure secondary to obstructive pneumonia, necessitating medical intervention and hospitalization. The patient reported right flank pain, and a computed tomography (CT) scan of the chest revealed right lower lobe pneumonia with pleural effusion. Blood and sputum cultures confirmed an infection. The patient was hospitalized for 20 days, during which they received intravenous (IV) antibiotic treatment before being discharged home. The physician indicated that the adverse event was associated with the patient's preexisting condition rather than the ion system itself and was likely related to the procedure.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.